Event description:
Boston scientific received information that durin a pre-operative device check for an unrelated procedure, this implantable cardioverter defibrillator (ICD) was observed to be at end of life (eol). It was reported that the patient had been lost to follow up. Upon review of stored device memory, a charge time out fault message was observed from two years, ten months ago. An invasive procedure was performed. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Additional information was received that the hospital was in possession of the device and the location of the device is unknown at this time as it was lost in the hospital. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.